Event description:
It was reported that a patient had experienced peritonitis. On an unknown date, the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. On an unknown date, the home patient (hp) was treated with an injection of vcancomycin (1 mg, every 4th day, ip), an injection of orzid (1 mg, daily, ip) and an injection of amikacin (250 mg, daily, ip). The patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, which was described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the labelling for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be filed.